Manufacturer narrative:
H10: internal reference number: case-(B)(4). This complaint was opened by smith+nephew to document a patient complication reported that includes reference to the use of a smith+nephew product without evidence about a specific product problem. The reported complication relates to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that, during a clinical study, while the patient was using a pico pump she had to be hospitalized due to erysipelas associated to a pulmonary infection on (B)(6) 2025. The clinician decided to interrupt pico therapy at time of hospitalization, followed by standard of care (urgostart as primary dressing). The patient is currently in recovery, pending confirmation of subject¿s hospital discharge.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a product analysis could not be performed. The clinical/medical investigation concluded that, as of the date of this medical evaluation supporting medical documentation was not provided for this review. Therefore, a thorough medical investigation could not be rendered; nor could a definitive clinical root cause be determined. It could not be concluded that this adverse event was related to a mal performance of the smith & nephew device or a device failure. The impact to the patient beyond that which has been reported is unknown since the patient was as in recovery and pending discharge. Device batch number was not provided, thus, an evaluation of the manufacturing and sterilization records could not be performed. A review of complaint history based on the historical data revealed similar previous events; this adverse event will be monitored for future complaints for any necessary corrective actions. A review of the instructions for use documents for pico provides complete guidelines of indications, contraindications, warnings and precautions, troubleshooting and possible adverse reactions that may occur during negative pressure wound therapy (npwt). A review of the risk management file revealed this adverse event was previously identified. The anticipated risk level is still adequate. A historical review concluded that there have been no previous escalated actions for the product family name and adverse event reported. Factors that could contribute to the reported event include contamination during therapy or pre-existing medical conditions. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated.